Event description:
The biomedical engineer reported that the automated impella controller (aic) experienced a controller error yellow alarm. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown the investigation into the controller error has been completed. The impella automated controller was returned for investigation. The console logs from the reported day of event were not available due to file corruption, however, the last available logs from 2022-11-30 had multiple entries indicating sau_powermod_1 communication issues. The log entries are consistent with power battery manager circuit board one communication failures due to corrosion. A visual inspection of the console confirmed the theory, as corrosion was found next to the supercaps c69, c70. The cause of the aic issue was contamination. This report is being filed as part of a retrospective review of historical records.